Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent dislodgement occurred. The target lesion was located in the very diseased, tortuous left anterior descending artery extending to the diagonal branch. A promus premier¿ drug eluting stent was advanced but failed to cross the lesion. Upon removal, difficulties were encountered and the stent emboli zed. The patient went to surgery and was re-vascularized. No further patient complications were reported and the patient's status was good.